Event description:
The customer contact reported the patient received less medication than intended. On (B)(6) 2014, at 2017, the pump was programmed using the autoprogramming feature, in the cca mode, to deliver 100ml of nimbex 1mg/ml at a rate of 3mcg/kg/min, and the delivery was started. The physicians' order was to titrate the delivery by 0.5mcg/kg/min to maintain one to two twitches on a train of four. It was reported that when the nurse attempted to program the pump using the autoprogramming feature, the device software recognized only a 50ml volume with a concentration of 2mg/ml and programmed the pump to deliver at half of what the physician had ordered. It was reported that the delivery was started. No specific details were provided. The customer contact reported that the patient did not get the proper amount to keep him sedated and was still trying to climb out of bed. It was reported that the nurse had to keep increasing the amount given until they realized the pump was not infusing correctly. The customer contact reported a delay of therapy of 24-36 hours. No additional information was provided including what the clinician expected the pump to display using the autoprogramming feature.

Manufacturer narrative:
Testing and investigation performed by hospira software engineers used the customer's auto program order and programmed parameters as reported by the customer. During testing with the test pump, no problem was noted on the display of the device. During a review of the customer's mednet event logs, it was noted that the device was manually programmed and the delivery was started per manual programming of the pump. The review found that the clinician never started the delivery using the auto program, but instead continued with their manual program. The review found that the auto programs that were sent to the device were cancelled by the clinician at the device or were properly rejected by the device. The customer reported event of the auto programming not displaying the correct delivery using the auto programming feature was not duplicated in testing. There was no malfunction of mednet. The event was due to use error. This event is not attributable to mednet 5.5 software or to hospira personnel. This report represents all the information known by the reporter upon query by hospira personnel.